Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing in alternate vector, resulting in 2 inappropriate shocks to this patient. This patient was in the emergency department of the hospital. The field representative reprogrammed to the primary vector which appeared much cleaner. The smartcharge feature was extended to 5 seconds. The field representative noted this patient had not had their s-ICD interrogated since the original implant, 5 years prior, so the s-ICD received a software update in addition. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.